Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient's omnipod 5 pump displayed an alert indicating that the cgm had failed, prompting the parent to remove the sensor. Prior to the failure, the patient could not recall the last egv. After an hour and a half, the patient started vomiting. The patient's mother did not perform a fingerstick test right away; instead, she took a ketone test which revealed a 1.0 level. Due to high ketones, the patient's father administered 12 units of insulin manually via the omnipod 5 pump. The mother spoke to a doctor over the phone and was advised that the doctor will call them back. After an hour, the mother checked the bg meter and it was 301 mg/dl and they haven't inserted a new sensor yet. In response, the mother administered another 9 units of insulin manually via the pump. The mother has not taken the patient to the hospital yet as they are waiting for the doctor's callback. The patient is still currently vomiting. Follow up attempts to determine the outcome of the event were reportedly unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.